Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient was connected to the homechoice during prime and did not prime the patient line correctly. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 2 of 4 while the hp was connected. The hp was connected to the hc during prime. The technical service representative (tsr) advised the hp not to connect to the hc until the priming step of the therapy is complete. The tsr assisted the hp with clearing the alarm by cycling the power. The tsr advised the hp to turn off the hc and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted if additional relevant information becomes available.